Manufacturer narrative:
Date of report: 26sep2018. Date received by manufacturer: 29jul2018. Added UDI (international (B)(4)). Philip's field service engineer (fse) evaluated the device and replaced the motor controller (mc) printed circuit board (pcb). The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator generated an error which is relevant to a blower stalled. It was reported that the device was in clinical use at the time of the event. There was no patient harm reported.